Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that myocardial infarction, angina, and restenosis occurred. In (B)(6) 2022, the patient presented with myocardial infarction. The target lesion was located in the middle right coronary artery (rca) extending up to distal rca with 95% stenosis and was 70 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 3.00 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Thirteen days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient presented with acute inferior myocardial infarction and was hospitalized for the further evaluation and treatment. At the time of the event, the patient was on aspirin. A 12 lead electrocardiogram (ECG) was performed. The patient was diagnosed with acute inferior myocardial infarction (mi). Location of mi was inferior, and it was non-q wave mi. Coronary stent implantation was performed in non-target vessel revascularization and medication was given to treat the mi. The patient was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving. In (B)(6) 2025, the patient was diagnosed with stable angina and was hospitalized for further treatment. At the time of event, the patient was on aspirin. Three days after, the patient was diagnosed with in-stent restenosis. Coronary stent implantation was performed was performed in non-target vessel revascularization and medication was given to treat the stable angina. No action was taken to treat the in-stent restenosis. After three days, the patient was discharged from hospital. At the time of reporting, the stable angina was considered to be recovering/resolving. At the time of reporting, the in-stent restenosis was considered to be not recovered/not resolved.